Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 174 mg/dl. It was stated that the customer was experiencing unexplained high glucose. It was stated that the customer wants to have his basal rates adjusted. No further info was provided.